Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse needed assistance with filling the arctic sun device. Nurses stated received a low reservoir alert. Nurse was not sure where the fill tube was located. Nurse has not had any issues with therapy and has not received any other alerts or alarms. Nurse stated that they had a good flow rate throughout therapy. Nurse was treating the patient for heat generation. Mis attempted to walk nurse through accessing the help or system access to view event log and diagnostics to confirm no other issues. Nurse unable to find this screen. Nurse was busy and interrupted by clinician. Nurse stated would just like to fill the machine first and go from there. Mis instructed nurse to only fill device with sterile water. On the back of the machine, left side there was a door that open with the fill tube inside. From the therapy screen, select fill reservoir. The pads should be emptied prior. Once device was filled and therapy restarted, nurse stated the flow rate was 3.1 lpm, target temperature was 36c, patient temperature was 36.7c, and water temperature was decreasing. No further alerts. Misinformed nurse to call back with any more issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is an underfilled reservoir. However, this cannot be confirmed. Nurses stated received a low reservoir alert. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: the instructions for use were found adequate and state the following: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." Correction: g. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse needed assistance with filling the arctic sun device. Nurses stated received a low reservoir alert. Nurse was not sure where the fill tube was located. Nurse has not had any issues with therapy and has not received any other alerts or alarms. Nurse stated that they had a good flow rate throughout therapy. Nurse was treating the patient for heat generation. Mis attempted to walk nurse through accessing the help or system access to view event log and diagnostics to confirm no other issues. Nurse unable to find this screen. Nurse was busy and interrupted by clinician. Nurse stated would just like to fill the machine first and go from there. Mis instructed nurse to only fill device with sterile water. On the back of the machine, left side there was a door that open with the fill tube inside. From the therapy screen, select fill reservoir. The pads should be emptied prior. Once device was filled and therapy restarted, nurse stated the flow rate was 3.1 lpm, target temperature was 36c, patient temperature was 36.7c, and water temperature was decreasing. No further alerts. Mis informed nurse to call back with any more issues.